Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was received from the customer with no information. The engineer tested the epg and found main board malfunction. The status of the epg is unknown. There was no patient involvement indicated.